Event description:
Boston scientific crm received information that this nurse called to report during the last device check, the battery indicator was nearing elective replacement time (ert). Today, the battery indicator shows full, but reads less than 0.5 years remaining. Technical services discussed longevity and magnet rate and verified that all daily measurements were present so a device reset was not likely an issue. Technical services stated they would need to review lead impedance measurements or amplitude changes to assist further. The caller stated they would review this at the patient's next device check.

Manufacturer narrative:
As of this report, the device remains in service. Should additional information become available, this event would be updated.